Event description:
It was reported that the sub-cutaneous defibrillation lead showed oversensing and noise on the lead, the sensing integrity count was high, and a lead integrity alert had occurred. The lead is still active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.